Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that there are more gaps between their teeth since using the aligners, their one tooth is discolored from trauma from the use of the aligners and it could be dead. Their dentist informed them that they have triangles on their teeth from the aligners causing their gums to recede. This may or may not go away. Dentist advised to stop the use of the aligners. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.